Event description:
Customer had a problem with uric acid results. She provided results for six patients, the following three results were discrepant: patient 1, initial uric acid result 0.7 (accompanied by l data flag indicating low result), repeated on same analyzer gave 4.7 mg per dl. Patient 2, initial uric acid result 1.2 (accompanied by l data flag indicating low result), repeated on same analyzer gave 8.9 mg per dl. Patient 3, initial uric acid result gave 1.2 (accompanied by l data flag indicating low result), repeated on same analyzer gave 4.3 mg per dl. Sample type was serum. Erroneous patient results were not reported. The field service representative determined the rinse mechanism solution was dripping. He flushed rinse mechanism, blank, cleaner and detergent lines. He verified analyzer operation by running calibrations and qc and observing all checks.